Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) displayed a pairing failed message when attempting to connect to the ilet, and the ilet presented prompts to connect a cgm or enter a blood glucose value while the sensor still indicated remaining wear time. No adverse clinical symptoms reported. Outcomes included restoration of cgm readings after successful pairing during the call, with no impact to blood glucose control and no hospitalization. User support included in-call troubleshooting and user education on toggling settings in the cgm menu and on restarting a sensor if pairing or signal issues recur. Investigation of this case revealed a communication failure limited to pairing between the dexcom g7 and the ilet that resolved with re-pairing, with no evidence of sensor failure or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or connectivity issue that resolved with standard troubleshooting.

Manufacturer narrative:
Initial.